Manufacturer narrative:
The investigation of pump not detected has been completed. The pump was returned and evaluated. There were no visual abnormalities with the patient cable plug pins. There were no signs of kinks or bond issues. The pump successfully connected to the lab console with no crc errors or issues in detection based on imc logs. The root cause of the pump not being detected was not determined since the returned product did not reproduce the failure. D9 device returned to manufacturer date added e4 should have been left blank on the initial manufacturer device report number 1220648-2025-26980 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 manufacturing site name, address, country and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-26980. H6 medical device problem code and component code were erroneously entered on the initial manufacturer device report number 1220648-2025-26980. New codes entered.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported during the implant of an impella 5.5 device to a patient with cardiomyopathy for mechanical circulatory support (mcs), the impella 5.5 pump was displayed to be defective after being plugged into two different automated impella controllers (aic). Consequently, a new impella 5.5 device and different aic were utilized for successful implant and start of mcs. There was no report or indication of patient harm as a result of the event.